Manufacturer narrative:
The DHR was reviewed and the ilet was found to meet all manufacturing specifications prior to release. The log review concluded the ilet was performing to specification, reacting to cgm bgs and alerting the user of high glucose. The cause of this event cannot be determined; however, the patient's reported medical condition may have had a causal relationship to the event. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On 4/14/2025, an hcp reported a patient experienced a dka event with a bg of 1062 mg/dl. The patient was transported to the hospital by ems and subsequently admitted. Customer care followed up with the patient's daughter who stated the g7 sensor was not working. She reported her mother has dementia and parkinson's disease and did not realize to enter manual bgs. The daughter reported that she is the primary caregiver and manages all aspects of her diabetes care. The patient was discharged on (B)(6) 2025. She restarted on the ilet and reported as fine with bgs back in range.